Event description:
While the asp field service engineer was performing preventative maintenance on the unit, the customer reported having a headache "last saturday" (early 2008) & yesterday night (the following day). The customer reported that she had the headache whenever she "worked around the unit". She stated that she did not seek medical attention and while she was not prescribed any medication she took "excedrin" over-the-counter. The fse repaired the unit. The customer reported that once the unit was fixed, the burning went away and had not come back.

Manufacturer narrative:
The fse changed the oil filter to repair the unit. He performed calibrations and a leak back test, the unit met specifications.